Manufacturer narrative:
Concomitant product(s): product ID: 638rl30 heart ring, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and triggered a lead warning for high impedance. The lead trend showed high impedance for the past several months. The lead was capped and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.